Event description:
The facility representative contacted baxter to report an overinfusion. The event occurred during patient therapy. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
Additional information was provided: the post mortem revealed a filter strut had punctured the patient's right ventricle. There was a hemopericardium due to a small perforation of the right ventricular wall due to embedding of a strut from the ivc filter. The ivc filter showed evidence of fracture. The coroner concluded narrative verdict reads as follows - "complications from necessary medical treatment". This information was received from the (B)(6) competent authority on january 25, 2010; however, during internal review of the file, it was noted that the evidence to strut fracture was not reported in a supplemental MDR report at the time the information was received. The event is being reported now. A new device history records review was requested and the conclusion has been updated to reflect the additional information received: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot r0305017 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. Without additional information, it is not clear if the patient collapsed as a result of the ivc/ventricular perforation or if the ivc/ventricular perforation occurred as a complication of resuscitative efforts; however, the cxr confirms that the stent was properly positioned as implanted and there was no evidence of migration prior to resuscitation. It is also unknown if the filter fracture was present prior to the resuscitative efforts or if the resuscitate efforts may have been the cause of the fracture.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
This patient with a history of rheumatoid arthritis, chron's disease, breast cancer, and lv dysfunction had had supra renal ivc filter (trapease) inserted in 2005, due to recurrent dvt despite anticoagulation. The patient was treated with warfarin pre and post procedure. The vena cava was described as less than 30mm. The device was delivered via jugular access. There were no reported procedural complications. Eighteen months later the patient presented in "collapse". Chest x-ray revealed the trapease in the supra renal vena cava. Despite efforts, the patient died. Post mortem examination revealed that one of the struts from the trapease ivc filter had punctured the right ventricle. There was evidence of hemo-pericardium.